Event description:
The surgeon implanted a collamer lens model cc4204bf, and was torn during implantation. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector used during surgery were not specified by the facility.